Event description:
(B)(4). Fatigue, chronic pelvic pain, chest palpations, anxiety, insomnia, pain with intercourse, lack of periods, odor when on periods, bloating, joint pain, severe back pain, painful cramping, diarrhea, constipation, mood swings, depression, hot flashes, loss of hair, metallic taste, list goes on.